Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-oct-2019 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 07-jun-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) following the tether removal on the delivery system, the ipg thresholds rose and the r waves dropped. The stability of the device was in question because the physician had some difficulty with tether removal. A snare was used to retrieve the ipg and a new ipg was implanted. No patient complications have been reported as a result of this event.